Event description:
It was reported that during a procedure that there was a lead slack issue and that the physician was unable to insert stylet in to the right ventricular (rv) lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events were lead slack issue and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. The stylet insertion/ removal test was unable to be performed due to overtorqued inner coil inside the connector region. The cause of the reported event was due to the overtorqued inner coil.